Event description:
(B)(4). I have ensure device placed. Immediately after procedure was vomiting. Experienced heavy bleeding for months at a time, chronic pelvic pain, back pain, inflammation problem, back pain, nausea, joint pain, depression, lack of energy, lack of sex drive.